Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when flushing the port system, leakage was found from the catheter connector. There was no reported patient injury.

Event description:
It was reported that when flushing the port system, leakage was found from the catheter connector. There was no reported patient injury.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking connection was confirmed but the exact cause remains unknown. One 20 ga w/ysite winged infusion set was returned for investigation. An extension set was attached to the y-site connector. The sample was flushed with water using a 12 ml syringe and a leak was observed at the y site hub. A microscopic observation of the leak location revealed a longitudinal crack from the top of the connector down to the y site stem. Superficial fissures where also present in the connector material. The fracture characteristics indicate that outward radiating forces likely contributed to the reported issue. Possible contributing factors include over-tightening external luer connections. Since a leak in the hub was observed to be the cause of the leak, the complaint is confirmed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.